Event description:
On 28-nov-2019: follow-up information was submitted because result of complaint investigation of the returned used device (1 set) showed that all the test results were within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states the patient reported that the infusion set got dislodged as the tubing detached from the site and broke free from the cap. The site location was patient's abdomen and the pump was in the pocket. The infusion had been in use for two days and the infusions were stored at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set got dislodged as the tubing detached from the site and broke free from the cap. The site location was patient's abdomen and the pump was in the pocket. The infusion had been in use for two days and the infusions were stored at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.